Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the pump began to beep a solid tone with a black display. Customer reported that despite pressing the wake button and plugging into a power source, the pump display did not illuminate. Customer's blood glucose was 180 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.